Event description:
It was reported that when a patient presented in clinic during follow up, upon interrogation, vf episodes and inappropriate shocks due to noise were observed. It was suspected that the noise was to due to lead damage. The lead was explanted and replaced. The patient was stable.